Event description:
The device was returned from the customer with the complaint that the device under-delivered in testing. There were no reports of any adverse pt events while the device was in clinical use. During initial mfg testing, it was found that the device over-delivered.